Event description:
The initial reporter questioned the results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. Discrepant results were provided for 1 patient sample. The initial result was 1.43 mmol/l. The sample was repeated 7 times with results of 1.91 mmol/l, 2.07 mmol/l, 2.13 mmol/l, 2.16 mmol/l, 2.00 mmol/l, 2.26 mmol/l, and 2.26 mmol/l.

Manufacturer narrative:
The ca2 reagent lot number was 82263101 with an expiration date of 30-nov-2025. On 02-jun-2025, the field service engineer (fse) found issues with the wash levels, a flattened detergent tubing, and the rinse tubing was not secured. The fse checked various parts of the instrument, replaced the detergent tubing, and re-routed and secured the rinse tubing. The rinse volumes were adjusted, and the reagent and sample lines were decontaminated. Air purges, a detergent prime, and mechanical checks were performed. A cell blank measurement, photometer check, calibration, qc, and precision were all completed. The investigation determined the service actions resolved the issue.